Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and observed the console was not fully inserted in cart causing batteries not being charged. The fse reinserted the console to cart and that corrected the battery charging issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the customer observed that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not being charged. There was no patient involvement, and no adverse event reported.